Event description:
It was reported that a port was replaced due to a suspected port leak. The leak was suspected after the device would not hold saline after 3 attempted fills

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."